Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to detach from delivery system. Given imaging customer support connected the client three times to receive more information, however, no additional information was provided.